Event description:
It was reported that: "the dome hole plug which was packaged with product 500-03-52d lot mjemep would not seat flush. One of the threads was distorted when removed from the cup. The same instance occurred when product (B)(4) was inserted into the cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.